Manufacturer narrative:
(B)(4). Batch # p57k8v. Device evaluation: the analysis results found that a pcee60a device was returned inside its package unopened. Upon visual inspection, a foreign matter was noted to be inside and was confirmed to be flash from the device. In addition; it was observed that the tyvek from the packaging was damaged; it was noted to cut, the cut was noted to be from the outside in. During manufacturing/testing in some cases component friction can result in small shavings ejecting from the device after packaging during transit. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch and lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photographic analysis: upon visual inspection of the pictures, a foreign matter was noted to be inside of the sterile package. However, no conclusion could be reached as to the origin of the foreign matter as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause.

Event description:
It was reported that during an unknown procedure, a foreign matter was found inside the sealed package before the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.